Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnosis procedure, which was completed by moving the patient to another system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to make x-ray. The reported issue persisted even after restarting the system. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the enf1 breaker was tripped in generator cabinet. To resolve the issue, the fse shut down the system and reset the breaker. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure system would not make x-ray.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.